Event description:
It was reported that a patient underwent a revision surgery to remove two vitality screws. The screws were reported to be fractured. There was no further surgical information or patient impacts reported. This is report one of two.

Manufacturer narrative:
Additional information in h6: results and conclusions. The screw was not returned and no photos or x-rays were provided, so an evaluation was unable to be performed. Therefore, no findings are available and the cause cannot be determined. The DHR is unable to be reviewed since the lot number was not provided.

Manufacturer narrative:
PMA/510(k) number: k171907 or k150896. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2019-00491. Mw5090391

Event description:
It was reported that a patient underwent a revision surgery to remove two vitality screws. The screws were reported to be fractured. There was no further surgical information or patient impacts reported. This is report one of two.